Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A copy of the device¿s memory was preserved and submitted for analysis. Boston scientific technical services (ts) confirming that the shock impedances have been trending on the higher side but noted that the rv lead is a single coil lead so this is normal. Ts also noted that there were episodes of pacemaker mediated tachycardia (pmt) with some episodes showing noise. Ts recommended reprogramming the device to mitigate. Ts suspects that the increasing shock impedances are not due to a lead issue but rather patient condition such as calcification of the lead coil or device. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead shock impedance measurements. No adverse patient effects were reported.